Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation confirmed the customer¿¿s reported issue, the is blurry due to lens damage with displacement, the outer tube has deformation/bent, and the distal end is worn/scratches. The device has not been repaired in the last year. The device history record for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer rigid telescope was returned for evaluation of a reported blurry image found during reprocessing - after the procedure was completed with the same device. There was no report of delay in the procedure or patient harm. During the device evaluation, the direction (connector) pin at the main body of the device was found loose. No death or injury and no impact to patient or other has been reported. This report is being submitted to capture the damaged connector pin found during the device evaluation.